Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user attempted to pair a new g7 sensor, but it did not connect with the pump, resulting in the user entering blood glucose (bg) run mode while connected to the dexcom mobile app. During setup, the sensor paired briefly but then lost connection to both the pump and the dexcom app. Before losing connection, the dexcom app displayed a blood glucose (bg) of 45 mg/dl. The user was educated on manual bg entry. The agent emphasized the importance of pairing the g7 with the pump before connecting it to the dexcom app. Later the same day, the user called back for assistance with a new g7, and the agent guided them through insertion, entering the pairing code, and advised waiting 30 minutes for readings. The lowest bg recorded during the event was 45 mg/dl, which was corrected with fast-acting carbohydrates and pausing insulin delivery. No symptoms, outside assistance, or medical intervention were required.